Manufacturer narrative:
MFR's report date: 05/18/2011. (B)(4). Unable to determine the root cause of the customer's reported event. The customer stated no products will be returned. No failure investigation could be completed. Hospital contact said that she reported the event to the FDA and that she was not given a medwatch number.

Event description:
(B)(4) mgr called to request assistance with air in line alarms and how to troubleshoot. She then reported incident of a baby receiving a kvo infusion of normal saline with heparin at 0.2ml/hr was found with air in line in the tubing below the pump almost to the baby. The incident occurred about 3 hours after the uvc (umbilical venous catheter) line was changed. The baby was suctioned for tube feeding in the mouth, developed bradycardia, coded, and had chest tubes inserted. Baby has hemorrhage in brain. Biomed tested the incident IV tubing and the pump and all were within specifications. The pt safety specialist stated they may never know what occurred for the reported event or if air ever reached the baby. She said the logs show there were two air in line alarms and then the door was opened. The air-in-line bolus is set at 50 microliters. She stated the devices and IV set will not be returned. No other pt or event info available.